Event description:
Customer stated that a pt on cyclic home total perenteral nutrition was found dead after the total perenteral nutrition infusion was completed. He stated that the cause of death is not known at this time, but that it was unexpected, and that the autopsy will not be completed for several weeks. Therefore, he wants to have the unused bags of total perenteral nutrition which had been prepared for the pt analyzed chemically. He stated the empty bag and tubing in use at the time of the incident are not available. The customer agreed to send the unit, which had been used to compound the base total perenteral nutrition solution, to product services for evaluation. The pt was a 17-year-old female with a diagnosis of leukemia, for which she had undergone a successful bone marrow transplant. She was apparently receiving total perenteral nutrition as a dietary supplement.